Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unk. (B)(4).

Event description:
A company rep advised that while observing an ophthalmic surgeon perform a cataract intraocular lens (iol) implant procedure, the phacoemulsification cassette clogged and lost the ability to aspirate. The procedure was completed. The surgeon placed sutures in the pt's incision to ensure surgical wound closure.